Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged potential false positive results using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system ((B)(4)). The customer reported that during a data review for the cobas liat system ((B)(4)) potential false positive results were identified for three patient samples. On (B)(6) 2020 run # 578 generated sars-cov-2 negative, influenza a negative and influenza b positive result for patient 1¿s sample. On (B)(6) 2020 run # 716 generated sars-cov-2 positive, influenza a negative and influenza b positive result for patient 2¿s sample, the influenza b result was identified as a false-positive result but the sars-cov-2 target was a true positive. On (B)(6) 2021 run # 742 generated sars-cov-2 positive, influenza a negative and influenza b negative result for patient 3¿s sample, the sars-cov-2 result was identified as a false-positive result. Patient sample was collected using copan media with copan flocked swabs. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. Unknown if the results were reported out to the patient and/or personnel treating the patient. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
A data review for liat analyzer ((B)(4)) found that a batch trend was identified for complaint lots 00624y, 00803x, 00918z. A review of the related cases does not indicate a systemic reagent lot issue. The customer allegation was not observed during review of the relevant product release and stability data. No related or potentially related internal non-conformances were identified. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)